Event description:
It was reported that connector was fractured. The target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the connector was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status is stable. The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter hub, hypotube and collar. The distal shaft and tip were not returned for analysis. The hub, hypotube and collar were microscopically and visually inspected. Inspection revealed a complete separation at the distal end of the collar.

Event description:
It was reported that connector was fractured. The target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the connector was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status is stable.